Event description:
It was reported that: "dr (B)(6) removed the offset from package, when he went to install the offset the jam nut on the offset was so tight it would not be loosened by the surgeon or scrub tech."

Manufacturer narrative:
Eval summary: the returned device was visually inspected. It was shown in used condition with abrasion marks on the adapter and the jam nut. The functional test confirmed the reported event. The results of investigation indicate that it was most likely the jam nut was turned counter-clockwise instead of clockwise in order to loosen the nut from the offset adapter, which deviated from the instructions described in the surgical protocol. This suggests a likely user related issue. The device has a left hand thread design, where rotation for tightening and loosening are reversed. A review of the device mfg history record indicates that devices were manufactured and accepted into stock with no reported discrepancies. The product experience reporting database shows that there have been no other reported events regarding the reported lot of devices.